Event description:
Implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, immediate implantation, peri-implantitis, infection, mobility